Manufacturer narrative:
Quality-safety evaluation of ptc received on 10-oct-2016 ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pelvic pain / severe cramping (interpreted as pelvic pain) and heavy and excessive bleeding (genital haemorrhage). Plaintiff undergo a surgery to remove the essure coils, including salpingectomy and it was noticed that one of the coils had moved from its original implant location (device dislocation). The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, these events started after essure insertion. Considering the temporal relationship and their nature, a causal relationship between excruciating pelvic pain / severe cramping and heavy and excessive bleeding and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. Considering the information received for this case and the nature of device dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("one of the coils had moved from its original implant location"), pelvic pain ("excruciating pelvic pain / severe cramping /pain"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("heavy and excessive bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (vaginal) type -yeast") with vaginal discharge, migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (female sexual dysfunction)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), hypersensitivity ("allergic reactions") with rash and skin disorder, menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), fatigue ("fatigue"), adnexa uteri pain ("ovarian pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, autoimmune disorder, genital haemorrhage, alopecia, depression, hypersensitivity, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, nausea, dysmenorrhoea, fatigue, female sexual dysfunction, adnexa uteri pain and vulvovaginal pain outcome was unknown and the migraine and headache had not resolved. The reporter considered adnexa uteri pain, alopecia, autoimmune disorder, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, product information updated, events added as follows:-device breakage, vaginal haemorrhage, menorrhagia,vaginal infection, fungal infection, autoimmune disorder, rash,skin disoder, migraine, headache, nausea, dysmenorrhoea, fatigue,female sexual dysfunction, adnexa uteri pain, vulvovaginal pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. Sometime following the procedure, plaintiff began suffering from excruciating pelvic pain, severe cramping, heavy and excessive bleeding, hair loss, depression, vaginal discharge, allergic reactions, and more. There was no indication to her that the symptoms were related to a defective essure device inside her body. On or about (B)(6) 2016, she was forced to undergo a surgery to remove the essure coils which included removal of her fallopian tubes. At the time of the surgical procedure, she was informed that one of the coils had moved from its original implant location. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pelvic pain / severe cramping (interpreted as pelvic pain) and heavy and excessive bleeding (genital haemorrhage). Plaintiff undergo a surgery to remove the essure coils, including salpingectomy and it was noticed that one of the coils had moved from its original implant location (device dislocation). The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, these events started after essure insertion. Considering the temporal relationship and their nature, a causal relationship between excruciating pelvic pain / severe cramping and heavy and excessive bleeding and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. Considering the information received for this case and the nature of device dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("one of the coils had moved from its original implant location, migration of essure (uterus)"), pelvic pain ("excruciating pelvic pain / severe cramping /pain"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("heavy and excessive bleeding") and bipolar disorder ("psychological or psychiatric problems (worsened insomnia and bipolar disorder)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trauma, numbness, sleep disorder, hypothyroidism, scoliosis, skull fracture and asthma. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included neuropathy. Concomitant products included lithium from 2008 to 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (vaginal) type -yeast") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (female sexual dysfunction)"), stress urinary incontinence ("bladder or urinary problems or changes:stress incontinence"), ovulation pain ("reproductive system disorder or condition (ovulation pain)"), asthenia ("other injury/complication (asthenia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), depression ("depression"), hypersensitivity ("allergic reactions") with rash and skin disorder, menorrhagia ("abnormal bleeding (menorrhagia)"), adnexa uteri pain ("ovarian pain"), vulvovaginal pain ("vaginal pain"), neurological decompensation ("neurological conditions or problems (worsened neurological condition)") and insomnia ("psychological or psychiatric problems (worsened insomnia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, autoimmune disorder, genital haemorrhage, alopecia, depression, hypersensitivity, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, nausea, dysmenorrhoea, fatigue, female sexual dysfunction, adnexa uteri pain, vulvovaginal pain, stress urinary incontinence, ovulation pain, asthenia and dyspareunia outcome was unknown and the bipolar disorder, migraine, headache, neurological decompensation and insomnia had not resolved. The reporter considered adnexa uteri pain, alopecia, asthenia, autoimmune disorder, bipolar disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, insomnia, menorrhagia, migraine, nausea, neurological decompensation, ovulation pain, pelvic pain, stress urinary incontinence, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs received an event " bladder or urinary problems or changes: stress incontinence, neurological conditions or problems (worsened neurological condition), psychological or psychiatric problems (worsened insomnia and bipolar disorder), reproductive system disorder or condition (ovulation pain), other injury/complication (asthenia), dyspareunia (painful sexual intercourse)" are added. Patient information added. Outcome of event " migraines/ headaches, worsened neurological condition, worsened insomia & bipolar disorder" are not recovered/ not resolved. Historical and concomitant condition are added. Concomitant drug added. On 11-jul-2018: historical drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("one of the coils had moved from its original implant location, migration of essure (uterus)"), pelvic pain ("excruciating pelvic pain / severe cramping /pain"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("heavy and excessive bleeding") and bipolar disorder ("psychological or psychiatric problems (worsened insomnia and bipolar disorder)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trauma, numbness, sleep disorder, hypothyroidism, scoliosis, skull fracture and asthma. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included neuropathy, scoliosis since 2003 and physiological malfunction arising from mental factors. Concomitant products included beclometasone dipropionate (qvar), clonazepam, diphenhydramine, lithium, lithium from 2008 to 2015, salbutamol (albuterol) and tizanidine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal mycotic infection ("infection (vaginal) type -yeast") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (female sexual dysfunction)"), stress urinary incontinence ("bladder or urinary problems or changes:stress incontinence"), neurological decompensation ("neurological conditions or problems (worsened neurological condition)"), insomnia ("psychological or psychiatric problems (worsened insomnia)"), ovulation pain ("reproductive system disorder or condition (ovulation pain)"), asthenia ("other injury/complication (asthenia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), hypersensitivity ("allergic reactions") with rash and skin disorder, adnexa uteri pain ("ovarian pain"), vulvovaginal pain ("vaginal pain"), psoriasis ("psoriasis/autoimmune disorder type of disorder: psoriasis") and eczema ("rashes or skin conditions type: eczema"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, autoimmune disorder, genital haemorrhage, alopecia, depression, hypersensitivity, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, nausea, dysmenorrhoea, fatigue, female sexual dysfunction, adnexa uteri pain, vulvovaginal pain, stress urinary incontinence, ovulation pain, asthenia, dyspareunia, psoriasis and eczema outcome was unknown and the bipolar disorder, migraine, headache, neurological decompensation and insomnia had not resolved. The reporter considered adnexa uteri pain, alopecia, asthenia, autoimmune disorder, bipolar disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, insomnia, menorrhagia, migraine, nausea, neurological decompensation, ovulation pain, pelvic pain, psoriasis, stress urinary incontinence, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event rashes or skin conditions type: eczema was added. Concomitant drugs and conditions were added. Event onset date was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("one of the coils had moved from its original implant location, migration of essure (uterus)"), pelvic pain ("excruciating pelvic pain / severe cramping /pain"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("heavy and excessive bleeding") and bipolar disorder ("psychological or psychiatric problems (worsened insomnia and bipolar disorder)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trauma, numbness, sleep disorder, hypothyroidism, scoliosis, skull fracture and asthma. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included neuropathy. Concomitant products included lithium from 2008 to 2015. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal mycotic infection ("infection (vaginal) type -yeast") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (female sexual dysfunction)"), stress urinary incontinence ("bladder or urinary problems or changes:stress incontinence"), ovulation pain ("reproductive system disorder or condition (ovulation pain)"), asthenia ("other injury/complication (asthenia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), depression ("depression"), hypersensitivity ("allergic reactions") with rash and skin disorder, adnexa uteri pain ("ovarian pain"), vulvovaginal pain ("vaginal pain"), neurological decompensation ("neurological conditions or problems (worsened neurological condition)"), insomnia ("psychological or psychiatric problems (worsened insomnia)") and psoriasis ("psoriasis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device expulsion, pelvic pain, autoimmune disorder, genital haemorrhage, alopecia, depression, hypersensitivity, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, nausea, dysmenorrhoea, fatigue, female sexual dysfunction, adnexa uteri pain, vulvovaginal pain, stress urinary incontinence, ovulation pain, asthenia, dyspareunia and psoriasis outcome was unknown and the bipolar disorder, migraine, headache, neurological decompensation and insomnia had not resolved. The reporter considered adnexa uteri pain, alopecia, asthenia, autoimmune disorder, bipolar disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, insomnia, menorrhagia, migraine, nausea, neurological decompensation, ovulation pain, pelvic pain, psoriasis, stress urinary incontinence, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received- new event psoriasis were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.